Event description:
Account alleges the pump continues to run after the food is gone. Patient was being fed mother's milk fortified with similac and expert care neosure at rate: 35, dose: 3000. No change to patient condition.

Manufacturer narrative:
Device was not returned for investigation. A review of the DHR indicates no nonconformances were issued during the manufacture of this pump.